Event description:
It was reported the clinician was using a floopy glide wire and a fast pull when the viabahn device mal-deployed in the popliteal artery. Additional surgery was required to remove the device. Pt is fine. There was no allegation of product deficiency made by the clinician.